Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was inoperative, was not building pressure. Patient involvement is unknown. A non-covidien/ medtronic service provider opened the compressor, checked all the connections and replaced the compressor motor. Covidien/ medtronic was not authorized to evaluate/service the device.